Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contamination by mnt chimaera there is no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t . Through follow up, livanova was informed that the device is cleaned regularly according to the instructions for use; hospital does not use reusable blankets; water quality monitoring is applied and h2o2 is checked daily as prescribed by the IFU; when the device is not in use, is it stored emptied; h2o2 is added when changing the water in the tanks (every 7 days), a pall-aquasafe disposable filter with a 0.2 m membrane or a filter with equivalent performance is used for tap water; surfaces and water circuits are disinfected before initial operation and before storing the heater-cooler and after each operation, the 3t aerosol collection set is replaced after the permitted period of use, the device is placed inside the operating room during use, towards the wall, opposite direction to the operating table with an estimated distance between the operating field and the device of approximately 2 m, the water source been tested. The customer required dd procedure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: based on the collected information, no deviation from device instructions for use in terms of cleaning and disinfection procedures was identified. As no other devices/surfaces were tested in order to identify the source of contamination, it cannot be excluded that the event was caused by a source of contamination present at the customer site, despite the precise source of contamination could not be determined.